Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On the same day, it was reported that the patient experienced missing wire after removal after the wearable failed the day the sensor had been inserted in the arm. According to the report, the wire broke of in her arm. She called dexcom who suggested to call her doctor. She felt a throb in her arm. She went to her doctor and they saw it. They said it was there, but she needed to wait to go to a general surgeon where they could lance it and take it out. During the call, the patient was experiencing inflammation. She was prescribed antibiotics (augmentin 1 five mg every 8 hours for seven days). At the time of follow up, the patient was awaiting general surgery evaluation scheduled for (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.